Event description:
It was reported that during procedure. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.

Manufacturer narrative:
Correction: coding should have been capturing problem not pacing problem.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.